Event description:
It was reported that the tablet device showed an ¿unable to open port¿ error message when attempting to perform interrogations. The suspect usb serial cable was discarded; therefore, no analysis can be performed.

Manufacturer narrative:
.